Event description:
Elevated current consumption of the device was reported, probably due to the low impedance from atrial lead. On (B)(6) 2020 again on a routine follow-up, the device presented premature eri and the doctor performed device replacement, asking for a device analysis.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating a potential elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The battery status was found to be eri which was triggered on (B)(6) 2020. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present as a result of the battery depletion. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in the clinical observation. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.